Event description:
Patient states unit rebooted during operation, while on patient. No patient harm reported - only occurred on one occasion. Vent did alarm; event date - approx end of november. Note with unit stated: patient's caregiver said machine shut off then came back up.